Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. The reported clinical observation was not able to be confirmed.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was concerned that there was a problem with his device. Subsequent information indicated that high, out of range right ventricular (rv) pacing impedances were observed. A lead revision procedure was performed and the lead was explanted. The lead was sent back to bsc for analysis. At that time, the lead was tested and confirmed to have met all specification, therefore, we can not rule out a connection issue as the source of the out of range measurements. Subsequently, the device was explanted for normal battery depletion. The device has been returned. There were no additional adverse patient effects reported.

Event description:
--